Manufacturer narrative:
Investigation results are not available at present. When completed, results will be sent in a follow-up report.

Event description:
A complaint of high readings was received with customer's xceed meter. A reading of 290 mg/dl was compared to a reading of 132 mg/dl on the laboratory analyzer. The meter's memory was checked and showed a reading of 262 mg/dl and no reading of 290 mg/dl. When plotted on a parkes error grid the results fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.